Event description:
Spontaneous report, from us. Local reference #: (B)(4). Quality complaint reference #: (B)(4). Dealer reference: (B)(4). This initial serious case report was received on 21-jan-2022 from the dentist by dealer and forwarded to septodont on 25-jan-2022. Fup #1 was received on 26-jan-2022 with additional information from dental assistant. This case described breakage of standard needle 27ga long during anesthetic injection for extraction of a third molar tooth in (B)(6) female. On (B)(6) 2022, during the second injection of local anesthetic with lidocaine with epi 1:100,000, the tip of the 27ga long needle broke off into the patient's mouth. The piece that broke was able to be retrieved with no harm. The patient was not anxious prior to treatment nor had any discomfort during injection. The dental assistant confirmed that the needle was not bent before injection. The procedure was completed and no medical attention was required. Information on the batch: # f10040aa, expiry date unknown. At the time of this report, the outcome of the patient was recovered. Fup #1: received information regarding patient specifics, the anesthetic used. Manufacturer's preliminary comments: this case reported cannula breakage in patient's mouth, the broken piece was retrieved without harm. Several causes could lead to needle breakage such as: needle bending but in this case the needle was not bent, excessive pressure, brutal movement of the needle during injection, sudden movement of the patient during injection, use of a needle size inappropriate to the type of procedure, or use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations and/or additional information, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation, no CAPA is required.

Event description:
Spontaneous report, from us. Local reference # (B)(4). Quality complaint reference #(B)(4). Dealer reference: (B)(4). This initial serious case report was received on (B)(6) 2022 from the dentist by dealer and forwarded to septodont on (B)(6) 2022. Fup #1 was received on (B)(6) 2022 with additional information from dental assistant. This case described breakage of standard needle 27ga long during anesthetic injection for extraction of a third molar tooth in 18-year-old female. On (B)(6) 2022, during the second injection of local anesthetic with lidocaine with epi (B)(4), the tip of the 27ga long needle broke off into the patient's mouth. The piece that broke was able to be retrieved with no harm. The patient was not anxious prior to treatment nor had any discomfort during injection. The dental assistant confirmed that the needle was not bent before injection. The procedure was completed and no medical attention was required. Information on the batch: # f10193aa, expiry date: uu-jan-2026. At the time of this report, the outcome of the patient was recovered. ******************************************************* fup #1: received information regarding patient specifics, the anesthetic used. Fup #2: received information regarding batch change from f10040aa to f10193aa. Manufacturer's preliminary comments: this case reported cannula breakage in patient's mouth, the broken piece was retrieved without harm. Several causes could lead to needle breakage such as: - needle bending but in this case the needle was not bent. - excessive pressure. - brutal movement of the needle during injection. - sudden movement of the patient during injection. - use of a needle size inappropriate to the type of procedure, or - use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations and/or additional information, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation, no CAPA is required.

Event description:
Spontaneous report, from us. Local reference # (B)(4). Quality complaint reference #(B)(4). Dealer reference: (B)(4). This initial serious case report was received on 21-jan-2022 from the dentist by dealer and forwarded to septodont on 25-jan-2022. Fup #1 was received on 26-jan-2022 with additional information from dental assistant. Fup #2 was received on 03-mar-2022 with updated batch information from dental assistant. Fup #3 was received on 28-apr-2022 from the quality department via email. All information's were processed together. Description of the incident (narrative): this case described breakage of standard needle 27ga long during anesthetic injection for extraction of a third molar tooth in 18-year-old female. On (B)(6) 2022, during the second injection of local anesthetic with lidocaine with epi 1:100,000, the tip of the 27ga long needle broke off into the patient's mouth. The piece that broke was able to be retrieved with no harm. The patient was not anxious prior to treatment nor had any discomfort during injection. The dental assistant confirmed that the needle was not bent before injection. The procedure was completed and no medical attention was required. Information on the batch: # f10193aa, expiry date: uu-jan-2026 at the time of this report, the outcome of the patient was recovered. Fup #1: received information regarding patient specifics, the anesthetic used. Fup #2: received information regarding batch change from f10040aa to f10193aa. Fup #3: received quality investigation results. Manufacturer's preliminary comments: this case reported cannula breakage in patient's mouth, the broken piece was retrieved without harm. Several causes could lead to needle breakage such as: needle bending but in this case the needle was not bent; excessive pressure; brutal movement of the needle during injection; sudden movement of the patient during injection; use of a needle size inappropriate to the type of procedure, or use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations and/or additional information, no root cause could be determined. Description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: this is the first complaint for a "cannula breakage" defect for the two batches (f10040aa, 816 000 needles sold & f10193aa, 1 530 000 needles). No quality defects on devices were observed during investigations and dentist's practice could not be discarded as a possible root cause. Based on data from case report, and from quality investigations, no device quality defect was identified. No final root cause could be determined but incorrect use is to consider (such as: multiple injections with the same device, bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone)). But, no information provided to conclude. Quality investigation report: the practitioner did not respond to the questions from the manufacturer. No quality defect of the tested devices was observed during investigations. After investigation, no quality defects on devices were observed for this complaint. Manufacturer final comments: no quality defect on the tested devices. No final root cause identified (use error: possible). No corrective action is needed for safety reasons